Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 11-mar-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine via an implanted pump. It was reported that two weeks ago the patient had a spinal cord stimulator (scs) implanted. Sometime after the surgery, the patient began experiencing increased pain. A dye study was performed which revealed that the catheter was transacted which presumably occurred during the scs implant procedure. The physician dropped the pump down to minimum rate and the patient was brought in on (B)(6) 2020. During the procedure, a new spinal segment was placed. The patient recovered and the therapy was resumed without further complication. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.